Event description:
The customer reported that the system made a loud noise, displayed a communication error message, and then was not able to fluoro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased and the x-ray tube was calibrated during the service call. The system was tested and found to be working as intended and put back into service.